Event description:
The covidien customer service engineer (cse) reported that, during repair of an 840 ventilator, he found the keyboard unresponsive. There was no pt involvement.

Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the keyboard assembly to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. Covidien reference # (B)(4).